Manufacturer narrative:
(B)(4). Investigation summary: the actual sample was received open. Suture received in broken condition. As the complaint sample received in open condition, further investigation on the complaint sample cannot be performed except visual inspection. The overwrap pack was inspected under magnification for any damage and found satisfactory. Returned needle was inspected under magnification and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average straight pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cataract surgery for scleral fixation after iol on (B)(6) 2018 and suture was used. While the surgeon was about to suture and applying the first knot, the device broke between the knot and the instrument holder. There were no adverse patient consequences reported. No additional information was provided.